Event description:
The patient had experienced an angina, hypotension and pericardial effusion (pe) post procedure. During a pulse field ablation pulmonary vein isolation procedure, a nrg transseptal needle was selected for use. The procedure was completed and the patient was stable immediately post procedure. Shortly after in recovery, the patient complained of angina. The physician suspected possible coronary vasospasm and treated for that. Around five (5) hours later, the patient became hypotensive (systolic 70s), and increasing angina radiating to jaw. The physician saw the patient in short stay, performed an echo and found a small effusion. Chest drain was inserted and patient was stabilized after that. The physician initially thought it could have been during transseptal puncture. The nrg needle was used to cross mechanically instead of radio frequency application. However after evaluating the patient, the effusion was on the right side of the heart. Thus, the physician suspects during vascular access, the non-boston scientific (sl1) sheath used may have scraped the wall of the right atrium. The patient stayed in critical care unit overnight, and was discharged the next day. Physician noted that the may have used slightly more force. In the physician opinion, no contributions seemed from transseptal device. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.